Manufacturer narrative:
Product ID 8709 lot# l74637, implanted: 2000 (B)(6); product type catheter (B)(6).

Event description:
It was reported that initially the patient had ¿significant problems¿ after a pump replacement however it was then clarified after the replacement the surgery team felt the patient was getting overly sedated. It was chosen to turn the pump down to minimum rate mode. The health care provider (hcp) reportedly ¿felt¿ the symptoms were likely from the intravenous sedation the patient was getting for the surgery and not caused by the pump. The device was used to deliver morphine at a concentration of 25mg/ml which was currently being infused at 0.15mg per day on minimum rate mode with a dose of 1.2mg per day. The hcp planned to try the 1.2mg per day dose since the patient had been on much higher doses in the past. Additional information has been requested, but was not available as of the date of this report.